Event description:
It was reported that during a bha, a surgeon tried to lock the centrax but he could not lock due to too tight. He noticed a deformation of the pe insert. A spare centrax was used instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 22-jul-2013. Based on the device identification the complaint databases were reviewed from 2013 to present for similar reported events regarding assembly issues. There have been no other events for the lot referenced. Visual inspection there is no damage to the metal shell articular surface. The bearing insert has some minor dents on the rim of the split outer edges. The snap ring is deformed from the attempt to assemble during the surgical procedure. The spacer clip was not returned therefore no visual could be performed. Dimensional inspection: not performed as the bearing insert is assembled in the shell. If disassambled for re-inspection the device will be damaged therefore inspection would not be possible. In addition, there was damage noted. The snap ring could not be inspected as it was returned damaged. The investigation determined the likely root cause of the event to be a malalignment of the devices during the attempted assembly process subsequently leading to non assembly of the devices. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a bha, a surgeon tried to lock the centrax but he could not lock due to too tight. He noticed a deformation of the pe insert. A spare centrax was used instead.